Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding fracture of the patella after a fall involving a triathlon patella was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional and functional inspections were not performed as the product was not returned. A photograph of the explanted device was received, however, which showed a shaving missing from the articulating surface of the patella component. Otherwise the device appears unremarkable. Medical records received and evaluation: not performed as medical records were not provided. Device history review: indicated the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have been no other similar reported events for the lot referenced. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as: return of reported devices, x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation to determine root cause.

Event description:
Patient had directly fallen on total knee and had revision surgery to see what was causing pain. While in surgery, surgeon discovered a shaving of the patella had came off, the prosthesis polyethylene patella button and was in tissue. She removed the shaving and patella prosthesis and put a new one on. She then followed with doing a poly exchange removing the poly that was initial implanted for a thicker one.

Manufacturer narrative:
An event regarding fracture of the patella after a fall involving a triathlon patella was reported. The event was confirmed. Method and results: device evaluation and results: the returned patella component showed a shaving missing from the articulating surface. The 3 pegs to the posterior surface appear to have been cut off. Otherwise the device appeared unremarkable. A material analysis report concluded: the triathlon patella contained delamination and scratching on the articulating surface, which is a common damage mode on uhmwpe devices. No material or manufacturing defects were observed on the device features examined. Medical records received and evaluation: not performed as medical records were not provided. Device history review: indicated the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have been no other similar reported events for the lot referenced. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as: pre- and post-operative x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation to determine root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had directly fallen on total knee and had revision surgery to see what was causing pain. While in surgery, surgeon discovered a shaving of the patella had came off, the prosthesis polyethylene patella button and was in tissue. She removed the shaving and patella prosthesis and put a new one on. She then followed with doing a poly exchange removing the poly that was initial implanted for a thicker one.

Event description:
Patient had directly fallen on total knee and had revision surgery to see what was causing pain. While in surgery, surgeon discovered a shaving of the patella had came off, the prosthesis polyethylene patella button and was in tissue. She removed the shaving and patella prosthesis and put a new one on. She then followed with doing a poly exchange removing the poly that was initial implanted for a thicker one.